Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the tool could not be inserted into the attachment. The most likely cause of the failure is damaged bearings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. There was no patient I nvolvement in this event. Additional information received stated that bearings are damaged.